Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance on the epicardial left ventricular (lv) leads. It was noted there was varying impedance during pocket manipulation. The lv leads remain in use. No patient complications have been reported as a result of this event.